Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: control results out of range. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Root cause: rc-072: vial left open for an extended period of time. Note: manufacturer contacted customer follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer and produced e-2 error message using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 10/17/2025 and open vial date is one month prior to the call.